Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis was hospitalized for the event. During hospitalization, the patient was treated with vancomycin (dose, route, and frequency not reported). When the patient was discharged home from the hospital, the patient was instructed to take cefazolin, 1000mg intraperitoneally (ip) for 14 days. The cause of the peritonitis was unknown. Pd therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12h23050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.